Event description:
It was reported that this right atrial (ra) lead coil exhibited a high out range impedance measurement. Ts reviewed and suspected this ra coil was calcified. Ts recommended reprogramming options. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).